Event description:
The customer's mother reported the customer changed their medication based on a high reading received on their meter in 2007. As a result, it was reported the customer experienced a seizure, and took glucagon injection. The paramedics were called and monitored the customer's blood glucose, and also placed them on an unk intravenous medication. The customer was transported to a hospital, where they were reportedly diagnosed with severe hypoglycemia, and treated with an unk intravenous medication, glucose and insulin. There was no report of death, or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.